Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The inform meter showed signs of melting/burning during evaluation. Pins 3 and 4 are charred and plastic in the area is melted. No adverse event reported. Device was returned and replacement was sent.